Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture due to high impedance and thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2dr01aa, implantable pulse generator (ipg), implanted: (B)(6) 2005; product ID 4574-45, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Auto lead diagnostics shows ventricular lead impedance increasing to >4000 ohms. Open circuit paces contributed to lead warning that occurred on 2013-(B)(6). Ventricular capture management trend shows threshold has been high or out of range.